Event description:
Reporter alleged that the meter screen appeared to burn and turned dark blue and brown. The colors spread from the center of the screen going up to the right, then over to the left. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Initial info was received from a consumer on 08-jun-2010: a (B)(6) female received treatment with poly-l-lactic acid (sculptra) approx 2.5 years ago ((B)(6) 2008) and a second treatment within approx 6 months ((B)(6) 2008) around the lips and "up the laugh lines". Approx 9 months ago ((B)(6) 2009), she developed granulomas described as "disfigurement" at the injection sites. She stated the lesions ranged from small (size of a pencil eraser) to large (nickel size). She reported signs of inflammation "in a couple of places" and about 20-25 nodules more or equal to 5 mm. A biopsy was performed (date not provided) and the results were "granuloma, fibrous connective tissue, scattered vascular channels with neural bundles, diagnosis - foreign body reaction." She required medical intervention checked as lesional excision "oral surgery", but the outcome of the events is unresolved. She mentioned, "neither plastic surgeon thinks this will go away." No further relevant info was provided.